Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure sometime in 2002 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure sometime in 2002 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that following insertion the patient experienced urinary problems, recurrence and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2002, mesh revision on (B)(6) 2002 and a mesh removal on (B)(6) 2003 due to extrusion and sling rejection. It was reported that patient underwent a hysterectomy and bilateral labial reduction on (B)(6) 2004. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.